Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and inappropriate shocks. The amplitude was low on all vectors despite 2x gain and the software feature smart pass was off. This patient wanted to go home prior to the physician reporting this event to the local boston scientific representative therefore, no troubleshooting was able to be perform. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and inappropriate shocks. The amplitude was low on all vectors despite 2x gain and the software feature smart pass was off. This patient wanted to go home prior to the physician reporting this event to the local boston scientific representative therefore, no troubleshooting was able to be perform. Boston scientific technical services was able to review data in camelion and the portable document format (pdf) that were sent, provided troubleshooting options and recommended system replacement. Subsequently, this system was explaned and replaced. No additional adverse patient effects were reported. Device was received for analysis.

Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and inappropriate shocks. The amplitude was low on all vectors despite 2x gain and the software feature smart pass was off. This patient wanted to go home prior to the physician reporting this event to the local boston scientific representative therefore, no troubleshooting was able to be perform. Boston scientific technical services was able to review data in camelion and the portable document format (pdf) that were sent, provided troubleshooting options and recommended system replacement. Subsequently, this system was explaned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and inappropriate shocks. The amplitude was low on all vectors despite 2x gain and the software feature smart pass was off. This patient wanted to go home prior to the physician reporting this event to the local boston scientific representative therefore, no troubleshooting was able to be perform. Boston scientific technical services was able to review data in camelion and the portable document format (pdf) that were sent, provided troubleshooting options and recommended system replacement. No additional adverse patient effects were reported. This s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.